Event description:
It was reported that the drill bit broke at the end of a subdural hematoma spine procedure, when the surgeon was drilling pilot holes into the bone flap for cranial plating. It was also reported that the break occurred on the back table, away from the pt and that this event did not result in any delay. It was further reported there were no adverse consequences to the pt or user and procedure was completed successfully.

Manufacturer narrative:
The drill bit subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.